Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual, microscopic and functional evaluation found thread crest/flank damage; this damage appears to have initiated at or near the start of the thread, and is evident around the thread damaged portion of the thread. Functional evaluation with sample mas head the set screw unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively small metal debris loosened from the implants, hence, it could not lock with the set screw in the fas screw. The product came in contact with the patient. It is unknown whether any fragments of the implants were remaining in the patient. No patient complications were reported.